Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 02/24/2020. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. Evaluation: the analysis of the cartridge found that it was received empty and three clips loose. The clips were examined for visual inspection and because the clips are absorbable; the clips begun with the process of degradation. No damage on the cartridge was noted as both the cover and base were observed properly attached. Batch records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Due to condition of the sample, no conclusion could be reached as to what may have caused the reported incident. Representative samples were also returned for analysis. The analysis results of the devices were received sterile and with no apparent damage. The packages were opened and the reload was tested for functionality with test device. Upon functional testing of the reload, the instrument loaded, retained and deployed the clips as intended. The clips were as intended and conforming to manufacturing requirements.

Event description:
It was reported that a patient underwent a vats esophagectomy on (B)(6) 2020 and the suture clip was used. During surgery, the clip was broken off inside the patient. No pieces were left inside the patient. Another like device was used to complete the procedure. There were no adverse consequences to the patient.